Event description:
The device was returned for periodic maintenance 1. During evaluation, error code e344 (ventilator service required) was found in the device history. This code is associated with possible oxygen blending module (obm) malfunctions that can affect therapy delivery. No alarms or clinical issues were reported by the customer, and no patient harm occurred. The device was not in clinical use at the time of return. As part of evaluation, the oxygen blender pca was replaced. As part of pm1, the following components were replaced per procedure to prevent failure: trilogy o2 pm1 kit. The device underwent repair test, alarm check, battery check, run-in tests, and cleaning. The device passed all acceptance criteria and was returned to operational status.